Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was having issue with her bowels. Patient stated she was not feeling stimulation while therapy was on. It was indicated that she had bladder surgery to remove her mesh and the implantable neurostimulator (ins) was not turned off for surgery. The surgery was over a month ago. The patient was not feeling stim in the correct area when she increased amplitude. On the day of report, patient was instructed to increase amplitude, changed the program and indicated that she felt stimulation in the correct area. Patient was unable to feel stimulation on program 1, 2 and 3. Patient was able to feel stimulation on program 4 at 3.9v. It was noted that her bowel issues occurred yesterday and today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.